Manufacturer narrative:
This product is registered as a combination product. No complaint was received with return of the device. Failure event observed during analysis. Final analysis found only the connector portion of the lead was returned in one piece measuring 10.1 cm. Full breached outer insulation degradation was found at 4.5, 4.9 and 5.2 cm from the connector pin. Other damages found were consistent with surgical damage.

Event description:
This report is to advise of an event observed during analysis.